Event description:
Same case as #6000093-2007-02034. It was reported that during a coronary drug eluting stenting treatment procedure, deflation and withdrawal difficulties occurred. The 90% stenosed lesion was located in an extremely calcified and moderately tortuous left anterior descending (lad) artery. The lesion was ablated with a rota 1.5mm and 1.75mm and was then predilated with another manufacturer's 2.5x15mm balloon. The physician advanced a taxus express2 2.75x32mm drug eluting stent to the target lesion in the mid lad and deployed the stent at 9 atm's and then reinflated the balloon to 12 atm's to post dilate. The physician did not encounter any difficulty with inflation, however, the balloon was slow to deflate. When the physician attempted to remove the balloon, resistance was met. The balloon was caught on the stent. The physician reinflated the balloon and pushed but was still unable to withdraw the balloon. The physician deep seated the guide catheter and was able to remove the balloon from the stent. The shaft was noted to be bent upon removal. The physician then went on to place a taxus express2 3.0x20mm drug eluting stent in the proximal lad, overlapping the 2.75x32mm stent, and encountered the same difficulty. The delivery system was removed after deep seating the guide catheter again. No damage to this device was noted. Both stents remained in position. No patient complications occurred. Patient status is satisfactory.